Event description:
It was reported that the pt underwent surgery for spinal fusion. The pt reportedly had persistent drainage and opening over one small area in the back despite antibiotics and wound care. The surgeon decided to proceed with surgery to remove a screw. The surgery was completed with no complications. The cultures were all negative for infection. It was also reported that the original intended procedure was irrigation and debridement. The event did not involve an electrophysiology procedure or an attempted electrophysiology procedure.

Manufacturer narrative:
No product was returned for evaluation. With the available information a cause cannot be identified.